Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation near the base of the bladder of cylinder #1. Testing revealed this to be a site of leakage. The separation appears to be smooth and straight, indicating contact with sharp instrumentation. Surface abrasion is noted on all tubes of the pump, on the exhaust tube of cylinder #1 and cylinder #2, on the inlet tube of the reservoir, and on the detached connector inlet tubing. No functional abnormalities are noted with the pump, cylinder #2, the reservoir, or the detached connector inlet tube. Based on quality's examination, quality concluded that the observed separations in the cylinder bladder would have allowed the reported "leakage" however, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, quality cannot determine the sequence of events leading to the observed separation. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5270643. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, leak in the system.